Event description:
It was reported that during a prolasectomy according to longo technique procedure, the surgeon fired the device, and the device properly cut the entire area, but only sutured the posterior part. No adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.